Event description:
It was reported that the left ventricular lead was not stable in the vessel during the attempted implant. A second lead was attempted and could not be placed in the intended branch. A left ventricular lead was not implanted during this procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead was returned and analyzed. Blood/body fluid found on all conductors(not obstructed). (B)(4) no anomalies found; full lead was returned and analyzed. Blood/body fluid in/on helix/lobe mechanism, outer tubing overlay and distal conductor(not obstructed).